Manufacturer narrative:
Continuation of d10: product ID: 977a260; serial#: (B)(6); implanted: (B)(6) 2024; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported both leads migrated, 1 out of epidural space, the 2nd to top t11. Pt reports no adverse events that would have contributed. Two new leads placed with no issue and pt receiving adequate stim and pain relief.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 20-oct-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was lead fracture/damage/break. During a cervical trial while they took x-rays, it was discovered that one of the patients thoracic leads had pulled down out of the epidural space. Patient is likely to get a new cervical system and hcp stated he will replace or advise the thoracic lead at that time. Patient was doing fine with his stimulation and most of the programming was on the lead that is still in the appropriate place. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that nothing has been scheduled yet for this patient, but will update when that case occurs. It was impossible to tell from the x-ray if there was damage to the lead.